Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was impla nted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was to get MRI information. The caller stated that they think that the ins has been dead for 6 months but he was not sure. The caller asked about scan conditions in a scenario where the ins is depleted. Caller inquired on if they could see a representative to have the pt's device restarted since they haven't used their device in a while and ps reviewed process of connecting with a representative. Caller states either controller battery or ins battery is dead - caller was not with pt and had no additional info. Caller is inquiring if pt can have MRI. The reason for call was rep said patient is in his 3rd overdischarge, for the past 6 months. Patient has cognitive deficit which resulted in non-compliance with proper maintenance of scs therapy. Rep wanted to know if patient can have MRI. Technical services(ts) reviewed how MRI mode works and conditions for MRI. The caller was not with the patient. Rep said overdischarge has been reported through mpxr, as well as previous incident. Rep didn't have mpxr number.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported device remains in patient.

Event description:
Caller inquiring if pt can have MRI. Caller reiterated the ins has not been working for over 1 year. Caller noted pt had an MRI done last year and a the hcp wrote a note stating the pt is ok for MRI. Technical services (tss) reviewed scan-type eligibility report pt's clinician can complete to confirm eligibility, reviewed statement in MRI labeling that a depleted stimulator is considered off. The reason for call was caller stated that the patient let the implant die and it does not function anymore. Caller added that pt has let the ins deplete too many times and it cannot be restarted. Caller stated that she is trying to book an MRI but she cannot because the implant is dead and she cannot put it into MRI mode. Patient service specialist suggested that caller contact the healthcare provider and have the MRI center contact a field representative.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.